Manufacturer narrative:
Patient complications: early complications: permanent deficit 15/96, hemorrhage: 19/96, infection: 3/96, 30 day mortality: 4/96. Late complications: permanent deficit: 6/136, hemorrhage: 29/136, infection: 0/136, 30 day mortality: 2/136.

Event description:
It was reported that following an ablation procedure, patients experienced permanent motor deficits, hemorrhage, infection, and 30 day mortality. The patient who experienced the hemorrhage required surgery for ich. There were no further patient complications reported in relation to this event.

Event description:
It was reported that following an ablation procedure, patients experienced temporary motor deficits, permanent motor deficits, hemorrhage, infection, and 30 day mortality. There were no further patient complications reported in relation to this event.

Manufacturer narrative:
Corrected information: b5.